Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3004608878-2025-00019, 3004608878-2025-00020. A facility reported that the mayfield ultra base unit (a2101) was used during a posterior lumbar procedure. The surgeon stated that "the pins were not seated correctly". The patient slipped within the pins of the mayfield and a small laceration occurred at the pin site. It is unknown if there was a delay in surgery. Additional information has been requested.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was not returned, and lot number information has not been provided after good faith effort (gfe) attempts were made. Therefore, an evaluation of the device could not be performed, device history record (DHR) could not be reviewed, and the definite root cause cannot be determined. However, based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.